Event description:
The complaint/event involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in. Filter vent leakage of 5fu was reported after two hours of infusion. There was no spillage or drug exposure to the patient or staff. There were no obvious defects noted on the tubing set. No holes, cuts, tears or any other defects were noted. The tubing was replaced, and therapy resumed. The products were stored in the air-conditioned room in the hospital. There was no harm to the patient as a result of this complaint/event.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of filter vent leakage could not be confirmed by investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. Section e additional contact information: (B)(6).